Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl, nor did the cgm indicate a ¿high¿ reading. To resolve the issue, the customer removed the device, performed a fill tubing, and resumed insulin delivery.